Event description:
Five external defibrillation shocks were administered to the patient. The device was interrogated after and presented eos after having 100% battery two days prior. In addition, upon interrogation the device model name had changed. The device was unable to be reset and explant was recommended. On 01/08/2015: per our field representative, the patient's surgery has been delayed due to poor health.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the returned device data, as well as the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. The device data, returned for analysis, were found to be corrupted. Therefore, no evaluation of the device data could be performed. However, most likely the reported external defibrillation has contributed to the reported behavior. Should additional relevant information or the device itself become available, this investigation will be updated.